Manufacturer narrative:
Summary of evaluation: the results of the evaluation are inconclusive in accurately determining a specific root cause.

Event description:
The stem was revised due to pt pain. Upon revision it was determined that the stem had loosened.